Event description:
This insert was to be used with baseplate 6632-3-410, lot egzzb. It was the second insert that didn't mate. A third insert was used and it fit, but not completely. The dr left it in place. He thinks that there may have been a small boss on the surface of the baseplate. Because it was a cemented baseplate, the dr didn't want to replace it. There was no adverse consequence for the pt or delay in surgery or anesthesia time.